Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, during the sils appendectomy, the device grounded on the pre-umbilical skin and caused a small burn at the site where they all touch. The sils device insulation was not durable enough to support other instruments rubbing against it at the single insertion access point. There was no medical intervention done to the patient. A wound dressing (gauze) was placed on the patient but that was per normal procedure. There was minor tissue damage due to the burn.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The rotation knob functioned without difficulty. The jaws opened and closed without difficulty, and grasped test media. The ratchet mechanism functioned properly. The lock engaged and functioned properly. Visual inspection noted damage to the shaft. The observed damaged did not affect the functionality of the device. Replication of the observed condition may occur if a sharp edged object scrapes along the shaft. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).